Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a iliac procedure using a 25 cm long non-abbott sheath the absolute pro stent was being deployed at the lesion but became deployed in the sheath. During the attempt to remove the device from the anatomy, the stent fully deployed at the access site. The patient was transferred to a different hospital and the device was surgically removed without reported issue. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents were reported for this lot. The investigation was unable to determine a conclusive cause for the reported difficulty. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.